Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch for the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one closed sample for analysis. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. The rotation test performed on the closed sample received confirmed that the unit is not compliant with the specified requirements. We noticed that the thread breaks easily near the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and break easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: taking into account that the results of sample received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported a breakage of the needle from the thread while using it. Surgeons are afraid the needle would fall on the tongue of the patient and could be swallowed that way and cause harm. There are no patient records because it does not concern a specific patient. The oral and maxillofacial surgeons use this thread for intraoral sutures and are concerned that if the needle breaks off the thread, it could fall onto the tongue and be swallowed. Additional information has not been provided.